Event description:
New information noted that the right ventricular (rv) lead was dislodged. The rv lead was explanted and replaced. The patient was in stable condition.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the right ventricular (rv) lead was exhibiting failure to capture and undersensing. Programming changes were made to resolve the issue. The patient was in stable condition.